Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas valve was implanted to the patient on (B)(6) 2019 via l-p shunt. The procedure was for snph treatment. The initial setting was unknown. However, the patient's clinical symptom was getting worse. Although the setting attempted to be changed with a tool kit and a magnet, it could not be changed. Therefore it was replaced with a new valve with the setting 3. At the procedure, it was found that csf was not flowed from the lumber catheter, so the catheter was also replaced with a new one. The patient is now recovering. Before the revision procedure, it was confirmed that the valve did not turn over by x-ray the peritoneal catheter was used.

Event description:
N/a.

Manufacturer narrative:
Product returned for evaluation: the valve was visually inspected; small particles of biological debris were noted in the needle chamber. The valve passed the test for programming, occlusions, reflux, pressure and siphon guard. Leak test: only leaked from the needle holes in the needle chamber. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. Between (B)(6) 2019 and (B)(6) 2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period (B)(6) 2019 through (B)(6) 2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.